Event description:
It was reported to philips that the device failed the defibrillation test. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and found that the therapy capacitor needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.